Manufacturer narrative:
H3, h6: the reported device, used in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A complaint history review concluded this was a repeat issue. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A review of the customer provided image found that two meniscal suture loops are separated between the hub and the shaft. A visual inspection of the returned device found that it was not returned in its original packaging. The suture loops are separated between the hub and she shaft. The complaint was confirmed, and the root cause was associated with device design. A corrective action for this failure mode is in place.

Manufacturer narrative:
Internal complaint reference case-(B)(4).

Event description:
It was reported that during an arthroscopy procedure, when trying to remove the set meniscus mender ii disposable; the angled cannulated part of the device broke, the second one that comes in the same package was tried and exactly the same thing happened. To finish the procedure, the straight implements that come in the same product were used. The procedure was successfully completed without significant delay, no patient injury or other complications were reported.